Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient presented to the implanting center with complaints of right sided weakness while driving. The patient's inr was 1.5 at admission. A head computed tomography (CT) scan revealed small vessel ischemia. The patient was seen by physical therapy and neurology teams. The patient was discharged home from the hospital with improved lower extremity strength. The device was not returned to the manufacturer for evaluation as it remains implanted. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported from the united states on (b)(46 2014 that a (B)(6) year male presented to the implanting center with complaints of right upper and lower extremity weakness while driving. Upon admission, the patient was alert and oriented x 3, calm with clear speech and no complaints of pain or vision changes. The patient's international normalized ratio (inr) result was 1.5. A head computed tomography (CT) scan was performed which revealed small vessel ischemia. The patient was seen by physical therapy for rehabilitation using a walker for ambulation and the neurology team. The patient was discharged home on (B)(6) 2014 with improved lower extremity strength. The pump remains implanted in the patient and was not returned to the manufacturer for analysis.